Manufacturer narrative:
The patient event report, summary report, monitoring compliance report, and equipment report were forwarded to (B)(4) for review. The apnea monitor's memory reports were analyzed by trained associates. The smart monitor was set up with a 16 second delay before recording apneas and a 20 second delay before annunciating and recording an alarm for an apnea condition. The smart monitor was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during infant monitoring. The smartmonitor 2 device is not intended to be used to monitor patients for cyanosis and has no capability to do so. The smartmonitor 2 parents' guide ((B)(4)) states in the indications for use: "the smartmonitor 2 is intended for use in continuous monitoring of heart rate and respiration of infant patients in a home, hospital or portable environment. Its primary function is detection of central apnea. Its secondary function is measurement of heart rate." The smartmonitor 2 parents' guide ((B)(4)) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." Although, the unit has not been returned to the manufacture, it has been concluded based on the available information that the device did not cause or contribute to the reported incident. The monitor was inspected by the dme and found to detect and alarm appropriately for simulated events. Based on all of the available information, the manufacturer concludes that the device functions to specification and that no further action is appropriate.

Event description:
This notification was reviewed in response to a complaint allegation reporting an adverse event. The caregiver states, the alarm never went off on the heart monitor. The caregiver states that her grandson was born premature and was on the device and noticed that he was lethargic and did not look right and had an ashen color. The caregiver states, she drove him to the hospital 15 miles away. She states, the patient is still in the hospital and doing much better. The patient is (B)(6) old and has been in the hospital 19 days. The grandmother (caregiver) felt there may have been harm because, the alarm did not go off because, he was not breathing right. The grandmother/ caregiver was referred to the dme for another device. The durable medical equipment (dme) supplier was contacted for additional information. The dme stated that the incident occurred (B)(6) 2012 while the patient was receiving care for meningitis. The patient was reportedly suffering from low o2 levels and was now in the care of a respiratory therapist. At the hospital, the physician reportedly explained to the grandmother that the smart monitor was not set up to alarm for low o2 levels. The reported professional opinion was that there was no malfunction of the unit. However, the monitor was switched out and forward to the dme for evaluation. The monitor was inspected by the dme and found to detect and alarm appropriately for simulated events.